Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause was unknown. Three days after event onset, the patient was hospitalized and treated with unspecified antibiotics for the event. Pd therapy was discontinued and the patient was placed on hemodialysis. At the time of this report, the patient was recovered from the event and remained on hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.